Manufacturer narrative:
Date recv'd by MFR: 26may2020. The customer did not respond to multiple attempts to confirm the repair of this unit. No additional information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported that the casters are broken. There was no patient involvement. Technical support provided remote assistance to the customer and advised to replace both the non-locking and the locking caster.